Event description:
It was reported this was a procedure to treat a heavily calcified and mildly tortuous left tibial artery. An armada 14 dilatation catheter was inserted and advanced to the target lesion. However, during inflation, it ruptured at 10 atmospheres. The physician stated the balloon ruptured was caused by a sharp piece of calcification. The device was removed and replaced with a non-abbott device and the procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The product was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. In this case, the device was prepped prior to use without any leaks or ruptures noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to case circumstances of the procedure. In this case, based on the reported information, it is likely that the outer surface of the balloon became damaged the by the heavily calcification resulting in the balloon rupture at 10 atmospheres. There is no indication of a product quality issue with respect to manufacture, design, or labeling.